Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.